Event description:
A customer reported to baxter (B)(4) of a clearlink IV access valve in which the operator observed slow flow/no flow of unknown medication. The reported condition occurred during infusion. A patient was involved but there was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: three used samples were available at the plant for evaluation. Visual inspection revealed no non-conformances. A gravity set with a male luer at the end was connected to the valves. Sodium chloride mixed with blue colorant was infused through the gravity set to check for blockage and blockage location. No blockages were found. Normal flow was found. The reported condition was not confirmed. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.